Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The reported issue was due to camera adapter binding or friction issue. The endoscope also failed transmittance test.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure that the 30 degree endoscope plus had an opposite view, it was up when it should have been down and down when it should have been up. Also, the customer noted a squeaky noise when using the endoscope. The procedure was completed with no reported injury.